Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which did not show the reported issues of gel air bubbles-before use and poor barrier separation. Additionally, 100 retained samples were visually inspected, and no gel defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer¿s indicated failure mode, poor barrier separation, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue this complaint has not been confirmed for the indicated failure modes gel air bubbles-before use and poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance there were bubbles in the separation gel of an unspecified number of devices. Additionally, after use, there was poor gel barrier separation in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance there were bubbles in the separation gel of an unspecified number of devices. Additionally, after use, there was poor gel barrier separation in an unspecified number of devices. No adverse impact was reported regarding the patient or user.